Event description:
It was reported that patient underwent revision hip surgery on (B)(6) 2015 due to elevated metal ions and pain. Patient was revised again on (B)(6) 2015 due to infection where the acetabular liner and head were replaced and a washout was performed. A subsequent revision took place on (B)(6) 2015 where all components were removed and replaced with cement spacer molds due to infection. Antibiotic beads were also placed in the patient. Patient is planned to have several washouts before the final stage surgery. No washouts have been reported to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no complaint related anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. Initial reporter telephone: (B)(6). There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and allergic reaction.¿ this report is number 4 of 6 mdrs filed for the same event (reference 1825034-2015- 01586 & 01664 / 01665 & 01667/ 01669). The revision procedure that took place on february 11, 2015 was reported on medwatch numbers 1825034-2015-00268 & 00269.